Event description:
Litigation alleges that after the surgical implantation of the asr hip implant device, patient suffered symptoms and damage to his body including but not limited to pain and discomfort; the formation of metallosis and pseudotumors which have damaged bone and tissue surrounding the implant; stiffness; inflammation; chromium and cobalt metal toxicity; lack of mobility; and other complications.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.